Manufacturer narrative:
(B)(4). Batch # m52l9a. The analysis found that one pve35a device was returned in good visual condition and with two vasecr35 cartridge reloads present. The received reloads were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. No incomplete staple line was noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information requested and received: what is the current patient status? Patient returned back home in good condition. What is the users experience with this device? First time pvs user. Were there any issues with device performance it the initial procedure? If yes, please explain. No. Was the surgeon able to visualize that the vessel was placed proximal of the cut line? Was there extraneous tissue beyond the cut line? Yes. Are the devices being returned from original procedure? Yes, the devices have been sent with (B)(6). Why are two devices being returned? I decided to return all material used during surgery. How was the bleeding addressed? Hemostasis by compression, then suturing. Were blood products given? Is yes, how many units were administered? Not known and physician on holiday for the moment. Please explain what is meant by, staple line at the distal part not complete? The dr. Says that the staples were not completely closed at the distal part of the staple line. Were there staples visible? The dr says, it was not easy to see, due to the severe bleeding.

Event description:
It was reported that during video assisted thoracoscopic lobectomy, right inferior lobe procedure, the surgery went well, no bleeding occurred during surgery. The patient went well to recovery. Massive bleeding, 1 hour after surgery, about 2 liters fluids/blood in drain pot. Patient was very unstable and needed an urgent re-intervention. First, a laparoscopy was performed but, the bleeding was not under control. A thoracotomy was performed to stop the bleeding on the vena pulmonalis inferior. Here it seemed that the staple line at the distal part was not completed (approx. 25% of the total length). There was/is no hypertension known for this patient. The patient is stable now. The procedure was converted to open.